Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use by that the cardiosave intra-aortic balloon pump (iabp) had a communication error. There was no patient harm reported.

Event description:
It was reported that during clinical use the cardiosave intra-aortic balloon pump (iabp) had a communication error. Pump was replaced. Replacement took 10 minutes. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). Updated fields: b4; d9; e1 event site name, g3, g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected field: g1 contact person ¿ mfg site. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the error log confirmed that a "maintenance required" message occurred due to a communication error. After replacing the backplane board and executive processor board as related parts, a running test of more than 3 days was performed twice. The fse observed helium leak so the fse replaced helium tubing assembly. The equipment is in good condition. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 01 july 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: part number: 0670-00-0770 pcb, exec processor serial number: (B)(6). Part number: 0670-00-1163 pcb, backplane serial number: (B)(6). These parts were received with a reported unit failure of: a communication error occurred. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture serial number: (B)(6) and tested the parts to factory specifications per procedure number: (B)(4) revision f and the cardiosave service manual part number: 0070-00-0639 revision r. After 2.5 hours of run time, the fat dept. Could not replicate the complaint of a communication error. The boards passed testing. Retaining the boards in the fat dept. Per procedure number: (B)(4) rev. Au. The probable root cause could not be determined as the failure could not be replicated but as per the cardiosave dfmea the possible cause for executive processor board is "component reliability or external force to connector pins" and for backplane board is excessive stress or fatigue. Based on the observed results provided by the field service engineer, the helium leak failure occurred due to a defective helium tubing assembly. The issue was resolved by replacing the malfunctioning part. Root cause evaluation for the replaced part cannot be performed because the defective part was not returned. However, per the cardiosave dfmea the possible cause of the helium leak failure mode, helium tubing assembly is loose connection.